Event description:
Info received indicates the bed has a broken weldment at the upper pivot point of the left head siderail, preventing the siderail from latching.

Manufacturer narrative:
The tech replaced the left head siderail assembly to repair the bed.